Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records could not be performed as no lot number or serial number was provided. A complaint history review could not be performed as no lot number serial number or part number was provided. Review of the product instructions for use could not performed as no part number was provided. Risk management could not be performed as no lot number serial number or part number was provided. No containment or corrective actions are recommended at this time. Clinical evaluation was completed and no conclusions can be made from this publication as its limited to the information provided and further investigation is not possible. It was reported that the reported issue was resolved. No further clinical assessment is warranted at this time. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to ¨unspecified post-operative condition¨ include, but are not limited to: patient¿s general health, following post-operative instructions, or the presence of coexisting medical problems. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the patient went to emergency department with a one-day history of right anterior nasal epistaxis, then a rapidrhino 7.5 cm was inserted and inflated into her right nostril. The pilot cuff and swallow-guard butterfly were taped to the side of the patient's cheek. Twelve hours later, the rapidrhino was deflated to inspect for further bleeding but was re-inflated again as the epistaxis recurred. Around 40 ml of air was inflated to produce a firm pressure from the rapidrhino's pilot cuff. Despite the re-insertion of the rapidrhino, the epistaxis bleeding persisted and became heavier. The patient began to develop severe respiratory distress and developed signs of upper airway obstruction. She became hypoxic at 78% saturation. A throat inspection revealed a dark red circular mass occluding the oropharynx, obstructing ventilation. Initially mistaken as a blood clot, attempts to remove it with surgical forceps proved to be futile. With closer inspection, it was determined that the mass was in fact a blood-soaked herniated rapidrhino balloon, simulating the appearance of a blood clot. Deflation and removal of the rapidrhino resulted in resolution of the airway obstruction. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.